Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The serial/lot number and date of manufacture were unknown in the initial report. And have been updated accordingly. The device UDI has also, been updated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. And no defects or issues were observed, with the system or software. The investigation could not confirm, the described issue of post operative results vs. Plan did not match up properly. The device log files were reviewed for this event. And it was determined, that the user did not mount the robot to the bed rail causing the robot to move, during operation. And the pointer array tool was not utilized to measure the resection surfaces. Is it possible, that the combination of the over/under resected surfaces may have contributed to the described issue, but cannot be confirmed. The most probable root cause of the reported issue is the pre and post operative balance graphs not matching is likely, due to the stresses applied to create the graphs not matching the native knee laxity. The root cause of the plan vs what it looks like post operatively could not be determined. There was no defect found.

Event description:
It was reported that following a total knee arthroplasty procedure, it was observed that the plan did not match what was observed post-operatively. The reporter stated that 1 degree was ¿dialed in¿ but had a lot of varus relative to the marks along the way. The reporter stated that there was a high degree of distal femoral valgus, and that the user ¿dials in 3 and got a little bit.¿ it was reported that the cuts were being made from the cart. The device was being used with a base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. The device serial/lot number and manufacture date are unknown at this time. UDI: (B)(4).